Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: one extended opening, white particles calcification -like in device outer surface and fold creases. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identified two openings striated and wear abrasion. Based on the device analysis the final assessment is: two openings striated in the side anterior assessed as surgical damage.

Event description:
Device has been explanted.